Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported repeated occlusion alerts while using the ilet, resulting in prolonged hyperglycemia with blood glucose (bg) levels reaching 400 mg/dl and lasting for 10¿12 hours. The patient ultimately disconnected from the pump and transitioned to multiple daily injections (mdi) per healthcare provider instruction. No hospitalization or emergency medical intervention was required. No long-term health effects were reported.